Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) device experienced tamponade. Moreover, an infection was suspected. This device was explanted. No additional adverse patient effects were reported.